Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported the impella was successfully placed however a kink was noted in the ascending aorta causing suction alarms and low flow of 1.5 liters per minutes. Reportedly the impella was adjusted under fluoroscopy, but the kink remained. The physician attempted placement with a second impella and encountered the same kinking issue at the same location. The decision was made to abort impella placement and proceed with the procedure. There was no patient harm reported.

Manufacturer narrative:
The investigation into the delivery and product damage issues has been completed. The impella pump was returned for investigation. The returned complaint pump was visually inspected. A cannula kink was observed below the outlet. The root cause of the issue was patient related as the patient had a small aortic arch (aortic anatomy) that kinked the cannula and caused the low pump flow and delivery issues. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smart assist for use during cardiogenic shock and high risk pci section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: cautions as noted in the impella IFU ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings as noted in the impella IFU ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluation" this report is being filed as part of a retrospective review of historical records.